Manufacturer narrative:
Evidence suggests that this lead was threw out during procedure. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted. Additional information was received. Reportedly during follow up check, this lead exhibited high thresholds. Fluoroscopy performed and appeared to be a micro dislodgement. A revision procedure was performed wherein the physician attempted to reposition this lead. Evidence suggests that during procedure the lead was possibly contaminated. This lead was explanted and replaced. No additional adverse patient effects were reported.